Event description:
It was reported that the customer was hospitalized twice with an unknown blood glucose (bg) level; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.